Event description:
Nurse reports via our sales rep, that the screwdriver does not function as it should. During the gamma extraction surgery, the lag screwdriver tip broke. The broken lagscrew drive was discovered after the surgery was completed.

Manufacturer narrative:
Na